Manufacturer narrative:
Continued: this model is not sold in the united states, therefore 510(k) is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 for "foggy image" that occurred in the operating room, before use in (B)(6) in the apac region involving pentax medical video colonoscope, model ec38-i10cf, serial number (B)(4). No leak was noted. The investigation is in-process.